Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A stent strut at the proximal end of the stent was raised off the balloon material and was bent distally towards the tip of the device. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device into the patient. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-nov-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and calcified left circumflex artery. After the lesion was predilated with a balloon dilatation catheter, a 2.50x28mm synergy stent was advanced but was unable to cross the lesion and had to be removed from the patient. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.